Event description:
It was reported that the lead exhibited undersensing of vf and vt episodes, resulting in delayed delivery of hv therapy. The undersensing was reproducible during dft testing in clinic. The pace/sense portion of the lead was capped and replaced without complication. The hv portion of the lead remains active.

Manufacturer narrative:
(B)(4).